Manufacturer narrative:
UDI: (B)(4)

Event description:
It was reported that the patient presented remotely via melrin.net transmission. Upon review of the transmission, episodes of inappropriate antitachycardia therapy were noted on the implantable defibrillator. The patient was brought into clinic for follow-up. Programming changes were not performed. The patient was stable.

Manufacturer narrative:
Programming issue was wrongfully submitted in the initial MDR.